Event description:
The microsensor was placed in the patient's head. The patient was exposed to a magnetic field of 1.5 tesla and the level of the magnetic field caused damage to the tip of the microsensor. The tip of the sensor burned and broke. The heat around the tip of the sensor caused damage to the brain and another surgery was required to remove the broken sensor tip from the brain.